Event description:
It was reported that the pump was implanted in 1998 for infusion of baclophen. The pump was explanted in 1999 because the patient was no longer receiving good pain relief. A second pump was implanted without any complications.